Event description:
It was reported that post sensed t-wave oversensing was observed. The issue was previously resolved with programming, but oversensing continued. All of the program settings for sensitivity had been used and the r-wave and t-wave had the same amplitude. The patient was referred to the implanting hospital, but has not yet been seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.